Event description:
It was reported that the customer had issues during prime/rewind. The blood glucose reading was 107mg/dl. The caller stated that insulin pump alarmed, and the drive support cap appears normal. Advised the father to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a loose drive support disk. The device had missing end cap sticker, cracked case at the display window corners, and cracked battery tube threads.